Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified infection. The patient did report to receive medical intervention and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging unspecified infection related to CPAP device's sound abatement foam. The patient did report to receive medical intervention and was hospitalized. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed unknown contaminant on the back of the front panel, dust-like contaminant was observed on the bottom enclosure, blower box, and blower, liquid ingress was observed on the bottom of the blower box and in the blower box. Keratin-like substance was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation.